Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2021, the recipient was re-implanted with another advanced bionics cochlear device. The recipient has healed and the device was successfully activated. The external visual inspection revealed damaged silicone on the top cover and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient presented with a blister at the top of the post auricular wound. The recipient was prescribed antibiotics (septra) on (B)(6), 2020 and was improving. However, on (B)(6), 2020, the recipient presented with swelling at the magnet site and was treated with bactrim and rifampin. The blister recurred and the recipient had skin breakdown. The recipient device was then explanted. The recipient was given additional antibiotic therapy (cipro). The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced device extrusion. The recipient presented with a suspected infection at the implant site. The recipient's device was explanted. The recipient will be reimplanted at a later date.